Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a black spot-like foreign matter was found inside the tube."

Manufacturer narrative:
H6: investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for black foreign matter (dirt) with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of black foreign matter (dirt). Bd determined that the root cause of the black foreign matter in the tube appears to be a piece of loose dirt. Inadequate purging of the line resulted in further processing of the tube. Additional housekeeping has been implemented in the tubes operation to mitigate foreign matter. In addition, foreign matter chute pans have been implemented at the machines in order to catch loose foreign matter, thereby mitigating this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a black spot-like foreign matter was found inside the tube."